Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that the last set change was the day before the event. The programming and histories were accurate. It was stated that the pump passed the prime test. Although, the contact did not have a clamp to run the high pressure test. The contact was educated on following the two hbg rule and to call back when the clamp is received.